Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Though, clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient was seen in clinic for routine visit complaining of fatigue. Patient has no history of gastrointestinal (gi) bleeding. Patient was admitted for work-up for anemia/suspected gi bleed. Log files show a slight decrease in pulsatility over the past 24-48 hours. Patient was transfused 1 unit of packed red blood cells (prbc) upon admission with an appropriate response. The gi team was consulted and is planning to scope patient in the morning. Patient remains admitted in the step-down unit. No further information provided at this time.

Manufacturer narrative:
Additional information received: a report was received stating patient was seen in clinic for routine visit complaining of fatigue. Patient has no history of gastrointestinal (gi) bleeding. Patient was admitted for work-up for anemia/suspected gi bleed. Log files show a slight decrease in pulsatility over the past 24-48 hours. Patient reported melena and had a hemoglobin drop. Patient was transfused 1 unit of packed red blood cells (prbc) upon admission with an appropriate response. The gi team was consulted and is planning to scope patient in the morning, patient refused c-scope. Patient was admitted in the step-down unit and was discharged home on (B)(6) 2017 in stable condition. No further information provided at this time. After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.